Manufacturer narrative:
A chest tube was inserted. No further adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead had a pericardial effusion. The physician reviewed x-rays, and stated the rv lead most likely caused the effusion.